Event description:
During procedure of arteriovenous fistulagram with a 10 x 40mm balloon, the balloon was inflated to high pressure and the balloon ruptured. The distal end of the balloon catheter was visible and subsequently removed.what was the original intended procedure?left extremity av fistulagram.